Manufacturer narrative:
H4: the device was manufactured from april 20, 2020 - april 21, 2020. H10: the actual device was received for evaluation. A visual inspection was performed, and it was noted that the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem, and no signs of abnormality were found. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir (bladder) of large volume infusor exploded during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.